Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the impella cp was prepared and inserted per instructions for use (IFU). Upon insertion, the device was observed to be malrotated in a posterior position. The device was removed and reinserted on two additional occasions with the same positioning outcome. It was reported that the device was initially loaded onto a 0.018 guidewire using the easy guide lumen. During subsequent insertion attempts, the guidewire was noted to exit along the outlet region rather than tracking as expected. The device was not activated during these attempts and was subsequently removed. A new impella cp device was prepared and successfully inserted without further issue. No signs or symptoms of patient injury or patient harm were reported in association with this event.